Event description:
The physician was attempting to use a hawkone directional atherectomy device to treat a 150mm plaque lesion with little calcification in the proximal sfa. The vessel had a diameter of 6.5mm and had little tortuosity. The lesion had 80% stenosis. The procedure used a 7 fr non-medtronic sheath and a non-medtronic 300mm guidewire. The vessel was pre- but not post dilated. The device was prepped as per the IFU with no issues identified. It was reported that the nosecone of the device was bulging with plaque. The device had not been over packed. A stent was used to complete the procedure due to dissection. No patient injury was reported.

Manufacturer narrative:
Product analysis: the hawkone device was returned attached to a cutter driver. No ancillary devices were included. Visual inspection: the hawkone was inspected and it was observed that the tecothane was bulged out approximately 4cm distal of the cutter window. The damage was noted on the top plane of the distal assembly (opposite guidewire tubing). During microscopic inspection the location of the expanded tecothane showed biological material beneath the expanded tecothane. The tecothane showed the imprints from the stainless steel coils but no tear was observed. Debris observed within the flush mouth was calcified. Functional testing: the thumb-switch was retracted and advanced with no difficulty. The packing stroke was approximately 3cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: dissection occurred due to atherectomy procedure with hawkone. The nosecone was intact aside from the bulge. It was reported that the same issue occurred with a second hawkone device. A 6mm protege stent was used to complete the procedure. If information is provided in the future, a supplemental report will be issued.